Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on an unknown date at approximately 3pm. The patient reported that he was not taking any medications to manage his diabetes at the time and continued with his usual diabetes management routine in response to the alleged issue. He claimed immediately after the alleged issue occurred, he claimed he developed symptoms of ¿dizziness and difficult seeing.¿ despite his symptoms he denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.